Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had a high blood glucose of 407 mg/dl. The customer's other blood glucose was 387 mg/dl, 369 mg/dl, 187 mg/dl and 319 mg/dl. Troubleshooting was performed. The device will be returned for the analysis.